Event description:
It was reported that patient underwent orthopedic salvage procedure on an unknown date. Subsequently, a revision procedure was performed on (B) (6) 2010 due to fracture of the adapter trunion between the adapter and 5cm diaphyseal segment. The components were removed and replaced. It was also noted that there appeared to be corrosion on the 23cm diaphyseal segment and that component was removed and replaced as well.

Manufacturer narrative:
Evaluation of the returned component found that it is fractured where the intercallary segment's taper exits the distal diaphyseal component. There is an alluvial fan shape to both sides of the break. This kind of surface is typical of a fatigue fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent orthopedic salvage procedure on an unknown date. Subsequently, a revision procedure was performed on (B) (6) 2010 due to fracture of the adapter trunion between the adaptor and 5cm diaphyseal segment. The components were removed and replaced. It was also noted that there appeared to be corrosion on the 23cm diaphyseal segment and that component was removed and replaced as well.